Event description:
According to the reporter, intraoperatively, during the suturing process, the needle and suture thread detached. Subsequently, the needle and thread were removed under direct visualization. The event was identified in a timely manner, and no adverse consequences occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).